Event description:
Customer reported receiving a motor error alarm on the insulin pump during prime. Customer also reported receiving an alarm during the manual prime and stated that they were unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 139 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted for a loose drive support disk. The motor passed the motor test. The rewind process completed properly. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.